Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device showed perfect function during an appendectomy procedure. The procedure went completely uncomplicated however, the patient claimed to have had persistent pain in the right lower abdomen more than three years post operatively. In a gynecological procedure three years after, three staples in the right lower abdomen were removed. The patient was supposed to be painless.